Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per the additional information received, the battery went dead because of normal depletion and no mention of battery issues on the call. The supply issue mentioned is not related to any pump issue, patient do not have complete documents from doctor for supply order. So, the event submitted under regulatory report number 2032227-2025-233472 is not reportable.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the sensor was not connecting to the pump and found that the pump was shut off due to supply issues. The customer also had a pairing issue between pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-1884l. Troubleshooting was performed and transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter and the transmitter blinked when attached to the sensor and began. Reported issue resolved, no escalation required for pairing issue between pump and mobile. No harm requiring medical interventions were reported. No product return is required for mmt-mmt-1884l. A product return is not applicable for non physical devices ( mmt-6102).